Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump screen was cracked and scratched, affecting the viewing of the screen. The drive support cap appeared normal. No recent alarms or alerts were noted. The blood glucose reading was 6 mmol/l. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.